Event description:
The explanted generator was received by the manufacturer. However, analysis has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis of the generator was completed. The reported allegation of failure to program was not duplicated. The pulse generator was interrogated at all multiple orientations adjacent to the programming wand. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
An implant card filled reported the patient had generator replacement due to being unable to interrogate the device attributed to battery depletion. A battery life calculation was performed for this generator resulting in approximately 4.0 years until an expected near end of service (neos) condition. Follow-up with the manufacturer's representative who attended the surgery revealed that the reason for referral was not reported to him. In this case, the device was checked pre-operatively and he believes that he must have been unable to interrogate the generator so thought it must have been at end of service because the same vns programming system was successfully used to interrogate the replacement device. Follow-up with the referring neurologist¿s office was performed, but they were unable to provide any relevant information regarding the reason for referral for replacement surgery. The explanted generator has not been received by the manufacturer for analysis.